Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in backup vvi mode. The device was reprogrammed and re-set. No complaints from the patient. Testing showed normal device and lead function. The patient was stable.